Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was removed. It was also observed that the downstream occlusion sensor seal was bubbled and the upstream occlusion sensor seal was worn. The visual inspection confirmed the reported issue. Functional testing found that the downstream occlusion sensor was not functioning as intended. The downstream occlusion sensor, downstream occlusion sensor seal and upstream occlusion sensor seal were replaced to correct the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: b3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited bubbled downstream occlusion sensor. No adverse patient effects were reported by the customer.